Event description:
The customer reported oil mist; haze coming from the unit. Also, the customer reported that she felt light-headed and developed a slight headache. In addition, she experienced shortness of breath. The customer did not seek medical attention. The asp field svc engineer (asp) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse installed oil mist filter kit. Certified sys with diagnostics and empty cycle. Sys meets specifications. This issue has been addressed with a customer letter related to correction & removal.